Event description:
It was reported that the bd plastipak¿ syringe scale marking misaligned. The following information was provided by the initial reporter, translated from dutch to english: we experience lately that in combination with a b.braun perfusor space syringe pump and a bd plastipak 10ml that at "syringe empty" there is still more than 1ml in the syringe. The pumps are calibrated accordingly and b.braun refer me to you guys. In the picture below you can see that the syringe is nowhere near empty.

Manufacturer narrative:
H.6. Investigation summary: one photo received by our quality team for investigation. Upon visual evaluation, syringe is displayed, the scale marking is observed with no defect related to volumetric accuracy. A device history review was performed for the reported lot 2302061 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2302061 are within specification limits. There has been no changes to the syringes. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe scale marking misaligned. The following information was provided by the initial reporter, translated from dutch to english: we experience lately that in combination with a b.braun perfusor space syringe pump and a bd plastipak 10ml that at "syringe empty" there is still more than 1ml in the syringe. The pumps are calibrated accordingly and b.braun refer me to you guys. In the picture below you can see that the syringe is nowhere near empty.